Event description:
A surgeon reported that during a vitrectomy procedure, after a couple of mins of usage, the sys would not recognize the probe at 5000 cpm. However, after several attempts of reconnecting the probe, the case was able to be completed using 2500 cpm. There was no harm to the pt.

Manufacturer narrative:
The company rep examined the system and confirmed the problem reported. The pneumatics module was replaced. The sys was then tested and met all product specifications. There was no sample returned for eval and no additional info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last (B)(4) did not indicate any additional similar reports for this system. The root cause could not be conclusively determined. (B)(4).